Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was reported to be due to the transfer set coming loose from an unreported adapter. The patient was hospitalized one day after onset of the peritonitis. Five days after hospitalization, the patient was discharged from the hospital. Treatment for the event was unreported. The patient was reported to be recovering from the event. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.